Event description:
It was reported that patient was experiencing shock at device implant site every time she walked into (B)(6). Patient turned device off for a day and turned back on, but did not resolve the problem. Patient had occasional shocks vaginally and in great toe, but was resolved on (B)(6) 2012. Program 1 was changed to -1, 0.4, +0, 210, 18 to resolve the problem without sequelae. In addition, patient experienced pain at interstim site. Patient had shocks and slight pain. Symptoms were resolved without sequelae with reprograming and vicodin, #10, 5/500 on (B)(6) 2012.

Event description:
Additional information received reported that two additional programs were added on (B)(6) 2011, as follows: program #2 at 1.8 amp, 210 pw, 14 rate, +0 -2; and program #4 at 0.35 amp, 210 pw, 14 rate, +c, -1. It was noted that there was a programming change on (B)(6) 2011, as follows: program 1 to 0.4 amp, 210 pw, 18 rate,+0, -1. It was also indicated that the patient¿s symptoms of slight pain, cramping and pressure at the low back/pelvic area was during reprogramming/interrogation.

Event description:
Additional information received reported that the patient experienced an undesired change in stimulation. The patient was re-programmed on two new programs, #2 and #4 on (B)(6) 2011. The intensity was decreased on (B)(6) 2011. The patient was given vicodin, #10, 5/500. The patient also experienced slight pain, cramping, and pressure at the lower back and pelvis region. It was stated that the patient recovered without sequela on (B)(6) 2011. It was also reported that the patient had two new programs in (B)(6) 2011. The patient had turned their stimulation off from (B)(6) 2011 to (B)(6) 2011. No further information was provided.

Manufacturer narrative:
Product ID 3889-28, lot# v589285, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was reprogramming of program 3, pulse width 210, rate 14, -1, +3 on (B)(6) 2011. No further information was reported.